Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient went through a theft detector and experienced ¿strong¿ stimulation and pain. They were unable to adjust stimulation with the programmer and they saw the ¿physician icon¿ on the display. The patient went to the physician and stimulation was at 6v instead of the programmed 1.5v. After reprogramming the device, the patient felt ¿correct¿ stimulation at 1.5v. A follow up report will be sent if additional information is received.